Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention procedure. Reportedly, the proglide foot would not close. Surgery was performed to remove the device and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.